Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited pacing impedance measurements of 200 ohms and varying sensing measurements on the atrial channel. The patient also has chronic atrial fibrillation (af). The device was reprogrammed to vvi. No adverse patient effects were reported.